Manufacturer narrative:
Covidien was not authorized to service the device and was only authorized to update software. (B)(4).

Event description:
Covidien received info from the USA that an 840 ventilator had error codes logged in memory that suggested the device was inoperable. The device was being used on a pt when event occurred. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported event. The customer reported that breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) was replaced. The device passed all tests.